Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 if additional information is received a follow up report will be submitted.

Event description:
It was reported leakage occurred. The reporter indicated that when opening the package, the leakage from the ampule was already caused, therefore the product was not able to be used. No other information has been provided.